Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician found the head section gas shock was locked up. The technician replaced the gas shocks to repair the stretcher.